Event description:
According to the reporter, the patient underwent a semi-permanent right internal jugular dialysis catheter placement due to uremia. On the day of the event, a crack was detected in the external connector/luer adapter of the catheter, resulting in spill leakage of fluid and blood. A tego was not utilized. The insertion site was not treated prior to product placement. The catheter had been in place for 3 months and 25 days when the crack was observed. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product. The patient required the replacement of the long-term external catheter connector to continue dialysis normally, and only the connector was replaced to address the issue. The patient did not have an infection due to the event. The amount of blood lost (ml) as a result of the event was unspecified. Blood transfusion was not required. There was no indication that the patient was in immediate danger or had life-threatening complications. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.